Event description:
It was reported that during an outpatient diagnostic flexible cystoscopy procedure, while the patient was under sedation, at the end of the procedure, as the surgeon curved the scope back on itself to look down at the bladder floor, the surgeon noted that a seam piece of the videoscope had hooked onto the urethra and had caused bleeding. No cauterization was required, and when the scope was removed, the piece was still attached and there was a piece of patient tissue in the defective area. The patient was reported as fine, with no pieces of scope seen in the bladder. The seam was four inches from tip of scope missing a chunk. The intended procedure was completed with the same device and there was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.